Manufacturer narrative:
This is a supplemental report for MFR report# 3007738819-2017-00007 to provide correction.

Event description:
A surgeon used a bone plate and bone screws for use in internal body fixation to fix an osteotomized tibia during high tibial osteotomy. With regard to the bone defect formed after the osteotomy, the surgeon implanted this product(bone void filler)into the bone defect. A breakage of the bone plate and a lateral hinge fracture were detected about ten months after the surgery. Despite these adverse events, the patient is living a normal daily life without feeling any pain or discomfort at the broken part of the bone plate. According to the patient, however, there are a mild pain like numbness and discomfort at the tibial shaft. The bone plate and bone screws were removed and the patient recovered.

Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case was probably caused by the excessive force applied to the position of the screw and the plate. We concluded that the quality of this product has no relation to this event. <warning and precaution> important basic precautions when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A surgeon used a bone plate and bone screws for use in internal body fixation to fix an osteotomized tibia during high tibial osteotomy. With regard to the bone defect formed after the osteotomy, the surgeon implanted this product(bone void filler)into the bone defect. A breakage of the bone plate and a lateral hinge fracture were detected about ten months after the surgery. Despite these adverse events, the patient is living a normal daily life without feeling any pain or discomfort at the broken part of the bone plate. According to the patient, however, there are a mild pain like numbness and discomfort at the tibial shaft. The bone plate and screws is scheduled to be removed at one year postoperatively.